Manufacturer narrative:
The device was returned with the customer's parts and accessories and was evaluated on 03/16/2018. The device passed suction and cycle specifications. The customer's complaint of low suction could not be confirmed. (B)(4).

Manufacturer narrative:
Troubleshooting was performed with the customer, including inspecting components/accessories for damage and cleaning and reassembling component/accessories and verifying breast shield fit. No damage to components/accessories were identified during troubleshooting and the customer confirmed that she separates and washes the components/accessories after each use. Because suction did not improve after troubleshooting, a replacement pump will be sent to the customer once she returns the old pump for testing and evaluation. She will return the replacement pump to the retail store from which she purchased her original pump for a full refund as she does not want to continue to use it. Additionally, a medela clinician was in contact with the customer, who confirmed that she was on ogmantin 875 mg for two weeks to treat mastitis and indicated on (B)(6) 2017 that her mastitis resolved. The clinician provided the customer with resources regarding plugged ducts and mastitis, possible reasons for pain with pumping and breast shield sizing. Based on the results of (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history or mastitis." Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. Mastitis requires prompt medical attention for the mother for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2017, the customer alleged to customer service that her sonata pump was not properly displaying the digits on the screen and that the pump was also "not strong enough and because the milk is not able to come out" she has twice had a breast infection for which she had to take antibiotics.